Manufacturer narrative:
Bracket.

Event description:
It was reported by service report that the pt left forward bracket weld for the siderail is cracked. No pt involvement or adverse consequences are reported.